Event description:
A physician reported a patient who received her first treatment on 5/23/96 into the nasolabial folds. On 7/17/1996, the patient developed immediate, constant, faint erythema at the injection sites, which intermittently flared. Since 7/1996, topical and intralesional cortisone was prescribed. On 4/23/1997, the symptoms persisted.